Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for malignant pain. It was reported that the patient stated they were in to see their healthcare provider (hcp) today for an adjustment to the pump and they mentioned to the hcp that when they used the ptm (personal therapy manager) to start the bolus, it took forever. The patient stated the hcp told them that it should not be that way and to call the manufacturer to reset something. An agent walked the patient through clearing the data in the handset. The troubleshooting steps that were taken on the call resolved the issue.